Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced muscle stimulation. Upon interrogation, the pulse generator exhibited backup operation. After user device code download, normal function resumed. Following reprogramming, the patient symptoms were resolved.